Event description:
This complaint is not reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the 100% stenosed, severely tortuous, mid lad (left anterior descending) lesion following predilation. No pt injuries or complications were reported. The pt was reported to be "good" post procedure. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination found that the proximal edge of the stent was damaged. Two struts on the second stent row from the proximal edge were raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subject to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is operational context.